Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Return expected, not yet received.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without delay.

Manufacturer narrative:
(B)(4). Examination of returned device found no evidence of product non-conformance. The review of manufacturing history shows that products were manufactured according to the pre-defined specifications. The product inspection for the first device reveals that the pouch emptied when vacuum was applied. The product inspection for the second device reveals that the dry mixing has not been done. No non-conformity has been detected. A conclusive root cause of the event could not be determined.